Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, after deploying two thirds of the bands the handle broke; no additional bands could be deployed. Reportedly, the physician was satisfied with the bands that were successfully placed and decided no further intervention was necessary. Prior to use, no damage was visible to the device or its packaging. Additionally, the scope was not in a retroflex position and a procedural delay of approximately 1 to 5 minutes occurred. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, after deploying two thirds of the bands the handle broke; no additional bands could be deployed. Reportedly, the physician was satisfied with the bands that were successfully placed and decided no further intervention was necessary. Prior to use, no damage was visible to the device or its packaging. Additionally, the scope was not in a retroflex position and a procedural delay of approximately 1 to 5 minutes occurred. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination found that the handle assembly, tripwire, suture, and ligator head were returned for evaluation. There was residue present on the device which is indicative of use. The ligator head was received with no bands present and the teeth undamaged. Additionally, the suture, which returned intact, was attached to the wire loop of the tripwire; however, the suture was detached from the ligator head. The proximal end of the tripwire was found to be kinked. Further analysis of the handle slot revealed that the tripwire was cinched (secured) in the handle assembly slot. Functionally, the handle assembly knob was able to be turned with an audible click occurring on every rotation of 180 degrees. The condition of the returned incident device was not consistent with the complaint that the spool broke (snapped) after deploying two thirds of the bands. The evaluation revealed that the handle assembly was without issue and that no bands were present on the returned ligator head. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 year old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.